Manufacturer narrative:
The customer complaint of user advisory (ua) 41 was confirmed during functional testing and archive data review of the autopulse platform (B)(4). The root cause of the issue was due to a faulty temperature sensor. Visual inspection was performed and found (unrelated to the complaint) the front and bottom enclosures damaged and a sticky clutch. Initial functional testing could not be performed; the reported ua 41 appeared upon powering on the device. Multiple ua41 messages were observed in archive data (B)(6) 2017. The temperature sensor was replaced to resolve the issue. Additional repair was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The front and bottom enclosures were replaced and the clutch plate was deburred. The platform passed the run-in test using a large resuscitation test fixture (lrtf) without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for autopulse with serial number (B)(4). The platform passed all final testing criteria.

Event description:
As reported, the autopulse platform (B)(4) displayed a user advisory 41 error message upon powering on the device during a morning shift check. According to the reporter, the issue was not resolved after replacing the battery. There was no patient involvement.